Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report that the receiver displayed err067 and err170 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.